Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific device tracking received an explant procedure form. Additionally, the boston scientific representative called boston scientific technical services (ts) and reported the icm device was explanted because the patient was experiencing pain at the site of the implanted device. The device was explanted and replaced with another boston scientific icm device to continue monitoring. The device has not been returned at this time. There were no additional adverse patient effects reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific device tracking received an explant procedure form. Additionally, the boston scientific representative called boston scientific technical services (ts) and reported the icm device was explanted because the patient was experiencing pain at the site of the implanted device. Additional information from the boston scientific representative provided the physician found the icm device migrated superior to the incision which possibly caused the patient reported implant pain. The device was explanted and replaced with another boston scientific icm device to continue monitoring. The icm device remains in possession of the explanting hospital and will not be returned. There were no additional adverse patient effects reported.